Event description:
This report is being filed after the subsequent review of the following literature article: hoffler, c., and karas, s. (2010) "transacromial erosion of a locked subacromial hook plate: care report and review of literature." Journal of shoulder and elbow surgery, 19, 12-15. This is a case report on a left hand dominant man involved in a motor vehicle collision that resulted in a grade v ac separation of his left shoulder. He underwent uncomplicated ac joint reduction with a locking 12 mm stainless steel subacromial hook plate. Six-week post-operative examination and x-rays revealed skin tenting over left acromion. X-rays confirmed displacement of hook plate and residual grade iii deformity of the ipsilateral ac joint. A revision surgery occurred on an unknown date. (B)(4). This report is for an unknown 12-mm stainless steel subacromial hook plate, displacement of hook plate and revision surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following literature article: hoffler, c., and karas, s. (2010) "transacromial erosion of a locked subacromial hook plate: care report and review of literature." Journal of shoulder and elbow surgery, 19, 12-15. This report is for an unknown device/quantity 1/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.